Event description:
It was reported that the patient came from the operating theater in the evening during the shift. The evening shift picked up the patient from the theater and arrived at work with the operating theater team. The patient was placed in the patient's place and the night shift arrived. A report was given about the patient who was approximately 1.5m away from the extracorporeal membrane oxygenation (ECMO) device and it's control screen. The ECMO started to give the same sound as when pressing the emergency stop function. The nurse walked over to the ECMO device and noticed the speed dropped to 0 rpm and as a result the flow was 0 lpm; the flow was a bit negative as well for a little while. The speed was raised immediately to get the flow up again. The patient's pressure dropped for a short while but otherwise the patient had no symptoms. The whole thing took approximately 10-15 seconds maximum and the patient was ok. After the episode, it was replaced with a backup centrimag and the incident was reported to the authorities. Related manufacturer reference number: 2916596-2024-01239 (centrimag motor) related manufacturer reference number: 3003306248-2024-00430 (centrimag monitor).

Manufacturer narrative:
A2-a4; patient information not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low flow alarms was able to be confirmed. The centrimag 2nd gen. Primary console (serial number: (B)(6)) was returned for analysis and a log file was downloaded for review. A review of the downloaded log files showed events spanning approximately 5 days (10feb2024, 22feb2024 ¿ 23feb2024, 26feb2024, 03apr2024, per timestamp). Events captured on 03apr2024 took place at abbott. The pump speed was set to 3000 rpm on 22feb2024. Low flow (f3) alarms were active on 22feb2024 at 20:36 ¿ 20:41. The alarms activated due to the pump speed dropping to 0 rpms. The alarms cleared once the system was shut down and restarted. There were no other notable alarms active in the log file. Pump operation was not affected. The console underwent functional testing and passed. The console was connected to a mock loop and started as intended. The console was able to operate a pump with no alarms active. The console functioned as intended. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the centrimag 2nd gen. Primary console (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual table 16 entitled ¿console alarms & alerts¿ addresses how to interpret and troubleshoot all system alarms including and f3 alarms. No further information was provided. The manufacturer is closing the file on this event.